Event description:
It was reported via social media comment by the patient's sister that she wished the vns surgery would have saved her brother, but she thought that it killed him. No additional relevant information has been received to date.

Event description:
Additional information was received in which the patient's age at the time of their passing was provided. No other relevant information has been received to date.